Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified by flexing the high voltage cable. Replaced the high voltage cable due to broken connections. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not display images. There was no adverse patient involvement reported. There was no patient information reported.